Manufacturer narrative:
H6. Health effect - impact code has been updated.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 69 year-old male patient presenting with acute on chronic cardiomyopathy. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. An intra-aortic balloon pump was in place prior to escalation to impella support. A hematoma was observed at the axillary cutdown site. The vascular fellow removed the staples, assessed the site, and subsequently re-stapled the incision. The source of bleeding was identified at the graft anastomosis. A pressure dressing was applied, and the patient was noted to have movement during support. Minimal oozing was also reported at the impella tunneled exit site. Estimated blood loss was less than 1 unit, and no blood products were administered. The activated clotting time was reported as 239 seconds. Hemostasis was achieved, and the hematoma site was dressed and marked without further increase in size. While on support, the impella 5.5 device was operating at performance level 7 with lower than expected flows of 3.3 liters per minute and a mean arterial pressure of 102 millimeters of mercury. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient remains on impella support with no additional adverse events reported.

Manufacturer narrative:
The pump will be available for return upon explant. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.